Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic experiencing lightheadedness and dizziness. Upon interrogation, the pulse generator exhibited backup vvi operation. The device function was restored after a firmware download. The patient suffers from chronic atrial fibrillation and despite the successful reprogramming continued to experience the reported symptoms. No additional information was reported.